Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to adjust the carbohydrate setting from units to carbohydrates when setting up the pump. Tandem technical support guided the customer through adjusting the carbohydrate setting. Customer's blood glucose (bg) level was (68-330 mg/dl). Customer delivered a bolus to bring elevated bg levels back to target range, and ate food to bring low bg levels back to target range.